Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly on (B)(6) 2017, the prosthetic prosthesis broke. The patient was revised on (B)(6) 2017, due to cocr neck fracture, during which the prosthesis from another manufacturer was implanted.

Manufacturer narrative:
It was determined that reference number (B)(4) (MDR: 3010536692-2017-01612 ) is a duplicate of (B)(4). Please void the initial complaint for (B)(4).